Event description:
Dr was extracting tooth #18 from patient when handpiece turbine came out of handpiece and into patient's mouth. The pt then swallowed the turbine, with dental bur, and the handpiece end cap. The turbine, with bur, and end cap had to be surgically removed from the pt's intestine by colonoscopy.